Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were recommended. Dft and further action will be discussed with the physician.